Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the universal surgical manipulator 1 (usm) moved on its own. The isi tse checked logs for that day and found no related logs. The customer reported that they have several nephrectomy cases the next day and were concerned about the usm moving on its own. The customer has requested that their isi field service engineer (fse) come to test usm 1. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm moving on its own, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse went on site and exchanged usm 1 and usm 2. No parts were replaced. The system was tested and verified as ready for use. The complaint regarding the usm moving on its own was not confirmed based on the field evaluation. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the arm moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.